Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a small pe noted prior to the procedure of an unknown cause. Venous access was obtained and transseptal puncture (tsp) was performed using a non-boston scientific transseptal needle. A 27mm watchman flx pro closure device and delivery system (wds) was positioned at the laa then subsequently deployed yet recaptured and redeployed for a second time. A large pe with some right ventricle collapse was noticed prior to the closure device being released from the core wire. A pericardiocentesis was performed and 650cc of fluid was removed. The closure device was implanted. The procedure was concluded. The patient is fully recovered.